Event description:
Laparoscopy: "user declared improper closing of the hug. Possible risk of contamination and/or loss of the anatomical part". "Doctor (B)(6) was not able to tell much, more info. She just couldn't close the bag correctly, in fact she couldn't remove the introducer sheath because the green piece of plastic located at the extremity of the bag was trapped inside the introducer shaft". Pt status: ok.

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.